Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer. The core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed the image failure. The glidescope core smart cable produced a green static image when connected to a known, good, test video baton 2.0 and a known, good, test single-use blade. The technical service representative noted that the hdmi connector pins were damaged. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to the damaged hdmi connector. Since the glidescope core smart cable is not repairable and a replacement was already provided to the customer, the core smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope core smart cable, the image began to "look like a cartoon". The customer's biomed was unable to get any image when he attempted to duplicate the issue. A delay in the procedure of approximately ten (10) minutes occurred as an undisclosed backup device was obtained. No harm to the patient or user was reported.